Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
An adc customer reported receiving imprecise readings on their meter. They stated they received readings of 31mg/dl and 271mg/dl both on the same day but not obtained within ten minutes. The customer further reported that as a result of the readings issue they began to feel "sweaty and insane" while at home. Paramedics were called and treated customer on scene with glucose (route unknown). Customer was then transported to a health care facility, diagnosed with hypoglycemia and treated with "fluids (type of solution unknown), orange juice and food". No additional information was provided. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Customer's product has been requested back for investigation and a final report will be sent once new information is obtained.